Manufacturer narrative:
Batch review performed on (B)(6) 2019: lot 171939: (B)(6) items manufactured and released on 24-jul-2017. Expiration date: 2022-07-12. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: tibial component revision surgery occurred 13 months after cemented tka due to tibial fracture. Fractures are mainly due to bone quality or traumatic events. They are hardly related to implant malfunction.

Event description:
The patient came in, 13 months after primary surgery, complaining of pain caused by a periprosthetic fracture of the tibia and the cause of the fracture is unknown. The surgeon cabled the fracture and revised the tibial tray and poly. The surgery was completed successfully.